Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the filter migrated inferiorly. It is unknown if the filter was removed successfully. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and five months post filter deployment, the patient presented with low back pain and left leg pain. On the same day, an x-ray spine lumbar minimum 4 views showed that an inferior vena cava filter was in place. Subsequently one year and eight months later, the patient presented with lower abdominal pain. On the same day, a computed tomography (CT) revealed that an inferior vena cava filter was present. After three years and nine months, another computed tomography (CT) demonstrated that an inferior vena cava filter was in place. Eventually two months later, an attempt was made to retrieve the filter. The filter was in pretty good position as far as up and down, but it was way too low in inferior vena cava. A glidewire was ran cephalad, hooked it and snared with an 18-30 ensnare and by advancing an 18-french sheath, the filter came out easily. Therefore, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated. The device was removed percutaneously. The current status of the patient is unknown.